Event description:
Getinge became aware of an issue with one of its surgical lights ¿ xten. During surgery, the entire device detached from the main tube and fell. The device remained suspended by its power cord, which prevented it from directly hitting the surgical team. However, the fallen device came into contact with the operating staff member. No injury was sustained. Nevertheless, the incident is being reported out of an abundance of caution, as a recurrence could potentially result in serious injury or worse.

Manufacturer narrative:
Occupation: doctor. Event site telephone: (B)(4). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of its surgical lights ¿ xten. It was reported that the entire device detached from the main tube and fell during surgery. The device remained suspended by its power cord, which prevented it from directly hit the patient or medical staff. Although the fallen device came into contact with medical staff, no injuries were reported. Nevertheless, we decided to report the issue out of an abundance of caution, as a recurrence could potentially result in serious injury or worse. Based on the information collected, it was established that at the time of the event, the surgical equipment did not meet its specifications and, in this way, contributed to the event. The information provided also indicates that, when the event occurred, the device was in use for patient treatment. As stated by the subject matter expert at manufacturer's site, in case of rupture, the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of a first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. The yearly preventive maintenance program mentions: to check the suspension fixing screws. It is also indicated to not retighten the screws during maintenance. If screws appear loosened replace them. To replace the 6 fixing screws every 6 years. In april 2019, getinge transmitted the service bulletin 98 on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety. The service bulletin 98 mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. Moreover, the voluntary (B)(4), relating the maintenance program on maquet sas¿ or light systems, was communicated in september 2023, in order to focus especially the periodic replacement of the suspension fixing screws. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.